Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart, and a frail condition for a mitraclip procedure. This was noted to be a challenging case due to the rotated heart, which caused difficulty visualizing the clip. The first clip entered the ventricle and it became entangled on the anterior leaflet. There were attempts to free the leaflet with small iterative movements. In the process of troubleshooting, a small perforation occurred at the base of the anterior leaflet. The clip was freed using standard troubleshooting and implanted. A second clip was implanted. The mr reduced from grade 4 to 1-2. There were no adverse patient sequelae, and the patient was stable throughout the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught in anatomy) appears to be related to patient conditions (rotated heart). Image resolution poor is related to patient and procedural conditions as rotated heart caused difficult visualizing the clip. Unspecified tissue injury (anterior leaflet *+damage) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/I/mpairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.